Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and that it had performed all self-tests up to the (B)(6) 2015. During the investigation corrosion was observed on multiple tracks on the membrane tail. A short circuit between track 13 and any other track would result in the device powering on. Multiple power ups of mainly ten minutes' duration were recorded within the history log which suggest this was the case. These events resulted in premature depletion of the installed pad-pak and consequently the device failing multiple self-tests due to a low battery. The user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. As the pad-pak became further depleted no status led would have been visible, this would confirm the reported fault.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator flashing